Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 80 to 100mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/24/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 149mg/dl (B)(6) 2016 07:00 am fasting: yes; 201mg/dl (B)(6) 2016 07:00 am fasting: yes; 308mg/dl (B)(6) 2016 01:00 pm fasting: yes; 426mg/dl (B)(6) 2016 07:00 am fasting: yes; 418mg/dl (B)(6) 2016 01:00 pm fasting: yes.